Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional testing with no issues and was able to pace while maintaining a clear ECG signal. Review of device logs identified limited pacing activity and multiple instances where pacing was inhibited due to detection of a short, preventing therapy delivery as the device did not detect proper patient connection. The customer's ECG leads were not returned for evaluation. Based on available data and testing, no fault was found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.